Manufacturer narrative:
The device was returned and evaluated for the reported event of particulate matter, a piece of plastic sticking out from the patient tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed, along with functional testing. The leak testing, clear passage test, clamp function test and device to device interaction (simulation of use) determined that the device met product specifications related to the reported event. However, a visual inspection noted excess tubing at the base of the heat seal of that tubing to the patient connector. The reported event was verified and the cause was determined to be a manufacturing issue. It was noted that the excess tubing did not block the fluid path or affect the function of the set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette had a piece of plastic sticking out from the tubing inside the fluid path. The care giver stated that the affected sample was observed as the cassette was taken out of the packaging, but prior to connecting the cassette to the homechoice. There was no obvious damage to the packaging or case observed. There was no patient injury or medical intervention associated with this event. No additional information is available.